Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing sequence, the customer filled the tubing with 50 units of insulin; however, drops of insulin were not seen exiting the infusion tubing. Customer changed out the cartridge, infusion set, and performed the fill tubing sequence again. Drops of insulin were observed exiting the infusion tubing successfully. Customer's blood glucose was 126 mg/dl at the time of the event.